Event description:
It was reported that the system is causing electrical interference with other operating room equipment when activated.

Manufacturer narrative:
It was reported that when rf was activated, the anesthesia monitor and ventilator turned off. There was no patient injury. The manufacturer is awaiting return of the unit for evaluation. Once the investigation has been completed, a follow-up report will be submitted.